Event description:
Event description cpi received information that there appears to be a'pseudo fracture' on the 70 series leads that appears as a conductor break on x-ray at the distal end of the proximal coil. When testing this system; did a one joule test shock, got 40 ohm impedance, then did a max energy, got <10 ohms. Lead is implanted with a ventritex device.